Event description:
It was reported that removal difficulty was encountered.using a 7fr introducer, an 8.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilatation. However, the balloon catheter became entrapped in the trochlear vessel during secondary entry. Another of same product was used on the patient without incident. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the athletis was returned for analysis. A visual examination identified that the balloon was not folded which is an indication that the balloon had been subjected to positive pressure. Foreign material (fm) was identified wrapped around the center of the balloon. No other issues were found with the balloon. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination identified no damage to the tip of the device.

Event description:
It was reported that removal difficulty was encountered. Using a 7fr introducer, an 8.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilatation. However, the balloon catheter became entrapped in the trochlear vessel during secondary entry. Another of same product was used on the patient without incident. No patient complications were reported.